Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred resulting in blood glucose displaying "high". The customer administered a correction injection to resolve high glucose level. A new cartridge was loaded and customer continued insulin therapy.